Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio iq meter read inaccurately high in comparison to his feelings and/or normal readings, and also compared to an insulin pump reading. The complaint was classified based on the customer service representative (csr) documentation, and additional information, obtained when medical surveillance specialist reviewed the initial call. The patient claimed that the alleged meter inaccuracy began on (B)(6) 2016. The patient reported obtaining alleged inaccurate high blood glucose results of ¿268 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient also alleged that the subject meter read inaccurately high compared to a reading on his insulin pump (unknown device). Lifescan does not consider this to be a valid comparison. The patient informed the csr that he manages his diabetes using insulin pump therapy, and in response to the alleged inaccuracy issue the patient reported that he took extra insulin (unknown dose). Approximately 5 minutes after taking the extra insulin the patient reported that he developed symptoms of ¿dizziness, and couldn¿t see properly¿. The patient alleges he self- treated his symptoms by consuming food and drink. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure, and the strips had not been open longer than the discard date, had not expired, and had been stored correctly. The csr walked the reporter through a retest and the control solution test was not in range. The products were requested back for evaluation and replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.